Manufacturer narrative:
E1 - initial reporter phone : (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited system fault 46, 507 occurred 1, 610, 612, 741, 0 0 3. There was no reported patient involvement.

Manufacturer narrative:
Date returned to mfg: 9/9/2025. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed analysis. The customer reported was confirmed by inspecting the event history log, but it could not be duplicated during testing. It was found that the main board was defective and not working. The mainboard was replaced.